Event description:
It was reported that the user received an occlusion alert on the ilet and, uncertain whether insulin was delivered, proceeded to issue additional meal announcements, resulting in three usual meal announcements and excess insulin. The event was managed through agent troubleshooting and education on proper procedures following an occlusion, with relevance to user interface interaction and procedural use. The user consumed extra food to prevent a potential hypoglycemia episode and subsequently experienced elevated glucose. Symptoms included a transient episode of hyperglycemia with a peak blood glucose of 204 mg/dl that returned to range. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information and reports. Investigation of this case revealed no device problem but rather a usage problem related to accidental meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.